Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced a ventricular fibrillation (vf) episode resulting in discomfort and syncope. High voltage therapy was not delivered due to decreased defibrillation impedance and over current detection (ocd) on the right ventricular (rv) lead. The vf episode terminated spontaneously. The event was resolved by capping and replacing the rv lead. During the procedure, insulation damage was visually observed on the rv lead. The patient was in stable condition.